Event description:
During a rotator cuff repair the distal portion of a flexible suture passer needle broke off into the patient. X-rays were taken to locate the broken fragment, the fragment was removed from the patient and the case was concluded successfully without further incident. The facility is stating patient harm because of this incident.

Event description:
One of co's agents is reporting that during a rotator cuff repair the distal portion of a flexible suture passer needle broke off into the pt. X-rays were taken to locate the broken fragment, the fragment was removed from the pt and the case was concluded successfully without further incident. The facility is stating pt harm because of this incident.